Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is identified as: broken tubing at center hole.

Event description:
Provider states the left side crossbrace is broken at the bolt joint.

Manufacturer narrative:
Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed. The cross brace was received in two pieces and broken at the hole where the pivot link attaches. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. The underlying cause documented on the irs or return fields in oracle is identified as: broken tubing at center hole.

Event description:
Provider states the left side crossbrace is broken at the bolt joint.